Event description:
It was reported that the patient's right ventricular lead exhibited failure to capture. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No malfunctions or anomalies were noted except for procedural damage.